Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer passed away on 05/11/2015 at home. At the time of the call, the official cause of death was pending. The customer's blood glucose at the time of death was unknown. The caller stated the customer's blood glucose was over 600 mg/dl one hour prior to passing away. It was also reported the customer was prescribed pain medications before their passing. The caller also reported the customer had neuropathy as a diabetes complication. It was also found the customer had kidney failure in 2001-2002. The caller stated the customer did not use sensors and was not wearing one at the time of death. It was also found the customer was wearing the insulin pump at the time of death. The caller declined to return the insulin pump for analysis.